Manufacturer narrative:
The investigation into the reported pump stop has been completed since the original report was filed. Upon inspection of the product, the catheter was pulled out from the kink protector, and the wires were damaged. There is evidence of excessive force as it was also kinked, and the clinical confirms excessive force. However, when inspecting the bond between the catheter and kink protector there is an insufficient amount of the adhesive ¿loctite 4062¿ and the bond is weak. In the logs "alarm 115" occurs and the motor current spikes to 30,000, signifying a break of the electrical lines. These lines likely broke due to the excessive force being applied to the weak bond. A device history record review was done and there were no reworks/qn's associated with the lot or any other product malfunctions. The adhesive that was used passed inspection. The root cause of the pump stop was due to open electrical lines.

Event description:
The user facility reported a 59-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The patient turned in bed causing damage to the impella catheter where it meets the red plug. The pump stopped with an unsuccessful restart. The impella will be replaced. No patient harm reported due to the issue.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿